Manufacturer narrative:
Investigation conclusion: the reported complaint that the pump triggered an air-in-line alarm during an infusion at 100ml/hr with volume to be infused (vtbi) of 800ml was confirmed through review of the pcu event log and replicated during testing. The report of the customer finding multiple large bubbles below the pump could not be confirmed. Review of the pcu and source pump module error logs showed no errors were recorded on the reported event date. Review of the pcu event log showed the following: the source pump module was programmed to infuse drugid=196 through guardrails IV drugs at a rate of 100 ml/hr and vtbi of 800 ml on (B)(6) 2020 at 11:28 pm. On (B)(6) 2020 at 12:05:52 am, the device alarmed for air-in-line. Pvi=7562.93 and svi=306.015. At 12:13:35 am, the device was removed. The source pump module was not found to be in use during the reported date and time of (B)(6) 2020 at 11:30 am. There were no recorded alarms for accumulated air. Review of the pump event log found the ail bolus limit was set to 250 microliters and accumulated air not enabled. Functional testing of the pump module¿s air detection system found the device detecting air within specification at the 250 ml single air bolus setting. Device inspection: an internal and external inspection was performed on the source pump module s/n (B)(6). The pump was received with the instrument seal broken. The right (male) iui and left (female) iui were observed with dried fluid residue. Latch sear was installed properly and did not interfere with the door operation. The sear was observed with an impact mark indicative of overextension. There were no anomalies observed with the ail assembly. Inspection and testing of the returned disposable set did not observe any signs of leaking. Root cause analysis: the root cause of the complaint that the pump triggered an air-in-line alarm during an infusion at 100ml/hr with vtbi of 800ml was due to the pump operating as expected. The pump module is designed to alarm for air-in-line when an air bolus above the ail bolus limit is detected in the set. The root cause of multiple large bubbles found in the tubing starting from the bottom of the pump was not definitively determined. The system did not alarm for accumulated air since the accumulated air setting was not enabled. Multiple air-in-line alarms did not occur because the bubbles were too small to trigger the sensor at the single bolus setting. Device history review: a review of the device history record showed the device had a manufacture date of 25sep2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. H3 : device received for evaluation.

Event description:
It was reported that during an infusion of saline at 100ml/hr with volume to be infused of 800ml, the pump triggered an air-in-line alarm. It was noted that multiple large bubbles were found in the tubing that started from the bottom of the pump module to three fourths of the way down towards the patient. The event occurred at inpatient ward. There was no patient impact. Upon further device inspection by the hospital's biomedical engineer, nothing was noted to be out-of-the-ordinary for how the tubing set was loaded into the pump module, and a visual inspection did not show any signs of platen door or bezel cracking. Additionally, the pump module passed a flow rate accuracy test.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. Per customer, no patient information will be provided.

Event description:
It was reported that during an infusion of saline at 100ml/hr with volume to be infused of 800ml, the pump triggered n air-in-line alarm. It was noted that multiple large bubbles were found in the tubing that started from the bottom of the pump module to three fourths of the way down towards the patient. The event occurred at inpatient ward. There was no patient impact. Upon further device inspection by the hospital's biomedical engineer, nothing was noted to be out-of-the-ordinary for how the tubing set was loaded into the pump module, and a visual inspection did not show any signs of platen door or bezel cracking. Additionally, the pump module passed a flow rate accuracy test.